Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed there are no similar complaints associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Reportedly, the entire superficial femoral artery (sfa) pathway was heavily calcified, and the hcp did not predilate the target lesion in the popliteal artery. The hcp prepared the lutonix dcb in the normal fashion and successfully applied negative pressure to the balloon prior to inserting the catheter into the patient. Reportedly, the hcp did not apply negative pressure to the balloon while advancing the catheter to the target lesion. In the hcp opinion, the calcification in the sfa was the reason the lutonix dcb ruptured. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at 6 atmospheres (atms) while treating the target lesion located in the left popliteal artery. The health care professional (hcp) used a contralateral approach to treat the popliteal artery. Reportedly, the entire superficial femoral artery (sfa) pathway was heavily calcified, and the hcp did not predilate the target lesion in the popliteal artery. The hcp prepared the lutonix dcb in the normal fashion and successfully applied negative pressure to the balloon prior to inserting the catheter into the patient. Reportedly, the hcp did not apply negative pressure to the balloon while advancing the catheter to the target lesion. On the first inflation, the hcp allegedly inflated the lutonix dcb to 6 atms. The ruptured lutonix dcb was successfully removed in it's entirety. Reportedly, the rupture was a identified by the hcp to be a pinhole. In the hcp's opinion, the calcification in the sfa was the reason the lutonix dcb ruptured. The hcp reportedly used an additional two lutonix dcb's to successfully complete the patient's procedure. The lutonix dcb was discarded by the user facility and is not available for evaluation. No adverse patient outcomes were reported.